Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after centrifugation with bd vacutainer® cpt¿ cell preparation tube with sodium heparin there is poor barrier separation. There was no patient impact. The following information was provided by the initial reporter: customer states after samples are collected they are processed within 2-3 hours. The samples are kept refrigerated before processing. Tubes are spun at 1500g for 20 min. Poor separation is seen and little to no mnc pellet is obtained after washing step (centrifuged at 1500g for 5 min).

Manufacturer narrative:
The following fields were updated with additional information: d.10 device available for eval? Yes, d.10 returned to manufacturer on: 17-feb-2023. H.6. Investigation summary: bd received 30 samples for investigation. The customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The samples were tested and no issues relating to poor barrier separation and low yield were observed. No difficulties were encountered during blood collection and all tubes exhibited proper fill. Bd was unable to confirm the customer¿s indicated failure, poor barrier separation, because the defect was not evident in the testing of the complaint lot samples. Replicates of both customer returned samples and control samples tested demonstrated clinically acceptable performance for all visual observations evaluated. All tubes performed as expected. The IFU (instructions for use) for this product does not specifically claim a yield of cells rather a percent recovery of the patient's whole blood cell count. Yields depend on the patient, the quality of the specimen, and the method used for isolation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode poor barrier separation and low yield. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to poor barrier separation and low yield were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. H3 other text : see h.10.

Event description:
It was reported that after centrifugation with bd vacutainer® cpt¿ cell preparation tube with sodium heparin there is poor barrier separation. There was no patient impact. The following information was provided by the initial reporter: customer states after samples are collected they are processed within 2-3 hours. The samples are kept refrigerated before processing. Tubes are spun at 1500g for 20 min. Poor separation is seen and little to no mnc pellet is obtained after washing step (centrifuged at 1500g for 5 min).